Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4 due to error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on the in-house system, and it failed normal mode. During normal mode, the unit triggered a 319 error pointing to the axes controller carriage (acc). A visual inspection revealed that the guide springs were bent, and the rolling loop fiber cable was rubbing against the ballscrew. The unit passed all in-house tests.

Event description:
It was reported during a da vinci-assisted gallbladder cystectomy procedure, a non-recoverable error 26002 occurred and universal surgical manipulator (usm) 4 was not working anymore. The surgeon disabled usm4 and continued the procedure with the remaining 3 usms. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review the system logs. The tse requested the customer perform a hard power-cycle and emergency power off (epo). The site performed several hard power-cycles and an epo, however the errors persisted. There was no report of patient injury.